Event description:
Information was received indicating that during using of this smiths medical cadd extension sets, leaking was noticed. It was reported that patient call with pump and stated that she awoke around 4 am and was wet because pump had been leaking. The patient called the pharmacy earlier in the morning and was advised to make a new cassette and use backup pump, but patient stated that her husband mixes the cassettes and was going to call him to do so. Patient reported potentially off medication remodulin for an unknown period of time and was unclear where the leak was occurring. Patient also added that her IV line got tugged a few days ago and a few stitches fell out. Patient reported feeling somewhat weak, dizzy, and twitching hands. Patient doctor office was noticed. No additional adverse effects reported.